Event description:
The customer reported that the bedside monitor failed to alarm for an asystole event. The pt expired.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.